Event description:
It was reported that two (2) low recirculation volume apd set with cassettes were damaged; further described as ¿had a nick on the solution line." This was observed during set up of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: two (2) actual samples were received for evaluation. A visual inspection with the naked eye noted scratches on the drain line and supply line located at the tack weld. The scratches were measured less than 0.60 mm2 using tappi chart, meeting the specification. The scuff marks/scratched tubing was caused by tubing grippers during the automated assembly process. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.